Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead showed a possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.